Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 4 years post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve in the aortic position the valve was explanted due to unknown reasons. After reviewing the medical records provided, the patient is a 77-year-old male, with a past medical history significant for aortic valve stenosis, aortic valve regurgitation, coronary artery disease, supraventricular tachycardia, and atrial fibrillation, who underwent implantation of a 23 mm edwards sapien 3 ultra transcatheter heart valve in the aortic position on (B)(6) 2021. Approximately 3 years and 11 months post implantation, the patient underwent explantation of the 23 mm edwards sapien 3 ultra valve on (B)(6) 2025 due to severe bioprosthetic aortic valve stenosis with moderate transvalvular regurgitation and possible paravalvular leak. The initial treatment plan was transcatheter aortic valve replacement valve-in-valve; however, during preoperative evaluation, the patient was also found to have significant coronary artery disease involving the left anterior descending coronary artery and the circumflex coronary artery, necessitating concomitant coronary artery bypass grafting at the time of valve explantation.